Event description:
It was reported that during cleaning testing in central processing, it was discovered that when initially connecting the "epen", the electric pen drive device would run for a few seconds on its own and then would stop. The reporter also indicated that the device would not do anything when put into forward or reverse. The reported event did not occur during surgery. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization reported. It was unknown if a spare device was available. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device. The device was tested did not run when power was applied. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be usage wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.